Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis confirmed the inner conductor coil was fractured. Detailed analysis of the fracture site determined the conductor coil was fractured due to cyclic fatigue.

Manufacturer narrative:
This product has been returned for analysis. This report will be updated, upon analysis completion.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited a high pace impedance greater than 2500 ohms. At that time, the system was programmed to monitor only. At a later time this rv lead became part of a system revision due to infection. Visual observation indicated the lead was broken. This lead was explanted and not replaced, at this time. No additional adverse patient effects were reported.